Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that rn was responding to an alaris alarm. She opened the door to the pump and found a ballooned area in the pump segment. The tubing and pump were changed. No report of patient harm.

Manufacturer narrative:
No product will be returned per the customer. The customer complaint of ballooning in the silicone pump segment was confirmed per a photo received from the customer which showed a ballooned bulge near the upper fitment. The root cause of the bulge could not be confirmed from the photo.